Manufacturer narrative:
It was reported that the sets are difficult to prime. 11 samples model 10013902, lot 24069361 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. One sample was unable to prime. Visual inspection under the microscope showed signs of excess solvent. The customer complaint was verified, and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of occlusion between tubing-sleeve and adult filter (outlet port) could be related to excess of solvent due to issues with the pin used in the solvent dispenser specified in the standard work instruction. Failure mode was addressed and completed on (B)(6) 2025 where the standard work instruction was updated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information

Event description:
It was reported that bd alaris smartsite low sorbing set was occluded. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that we are still having issues with our filters not priming and/or beeping occlusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.